Event description:
Patient was placed on the xodus medical "the pink pad" in preparation for positioning for surgery. Surgery started in a low lithotomy trendelenburg position. Upon repositioning of table out of trendelenburg and prior to docking the surgical robot it appeared that the patient slid while in the trendelenburg position. Patient positioning was reevaluated under the surgical drapes and it was determined that patient had slid approximately 1 foot with buttocks completely off the bed. The pink pad appeared to be coming apart and or shredding under patient. The patient was subsequently repositioned using the pink pad lift sheet.